Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had been wearing a pod between 4 and 24 hours their blood glucose level read high (>500 mg/dl). Once the patient removed the pod it was discovered that the pods cannula had not deployed upon initial activation.

Manufacturer narrative:
The returned device was evaluated and the device was received not deployed and the pink slide insert was not visible in the viewing window. During the investigation, the ratchet gear was manually advanced and the cannula assembly successfully deployed. The download data indicates that the device ran 45 pulses and then was deactivated. No issues were seen with the device. Based on the investigation the device functioned as intended and was deactivated before running enough pulses to deploy.